Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the ICU, the introducer needle broke at the hub during insertion into the skin of the critically ill male pt's right subclavian vein. As a result, the broken needle was removed without event from the skin, and the hub remained on the syringe. There was no damage to the pt's vessel. A new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.